Event description:
It was reported via repair work order that the left side rail was damaged and it was also reported that the bed lift was stuck elevated due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.